Event description:
It was reported that the intra-aortic balloon (iab) was prepped for insertion. During insertion, the iab became stuck in the sheath and as a result was exchanged. Reference medwatch 1219856-2008-00465 for the second event involving same pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.